Manufacturer narrative:
Model number/catalog number: sc-2317-70; serial number: (B)(4); batch/lot number: 21204451; model/catalog description: infinion cx lead kit, 70cm. Model number/catalog number: sc-4318; serial number: na; batch/lot number: 22186649; model/catalog description: clik x anchor sterile kit. Model number/catalog number: sc-1160; serial number: (B)(4); model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were kept by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the lead anchor site. It was noted that it looked inflamed and irritated. It was unknown what caused the infection. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively.